Manufacturer narrative:
A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 15691391 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The product will be return for analysis, but it has not been received. Additional information will be submitted within 30 days of receipt.

Event description:
During the procedure the orbit rdfl complex fill coil (638cf0510/ 15691391) was stretched during positioning. There was no adverse event reported and the device will be return for analysis.

Manufacturer narrative:
During the procedure the orbit rdfl complex fill coil (638cf0510/ 15691391) was stretched during positioning. No resistance occurred during insertion, advancement, positioning, or removal of the coil delivery system or additional force used to further advance the coil system through the microcatheter. No additional torque or manipulation at any time during use of the coil, and during placement, the coil was not left in the aneurysm, while the microcatheter was repositioned. After the event, the same microcatheter was used with the next devices, and a constant and dedicated saline source was used at all times through the microcatheter. A guidewire was used to exchange the microcatheter and not loose target site. The microcatheter was not re-shaped. There was no adverse event reported and the device was not received for analysis, although it was noted that it would be return for analysis. During the procedure the orbit rdfl complex fill coil (638cf0510/ 15691391) was stretched during positioning. No resistance occurred during insertion, advancement, positioning, or removal of the coil delivery system or additional force used to further advance the coil system through the microcatheter. No additional torque or manipulation at any time during use of the coil, and during placement, the coil was not left in the aneurysm, while the microcatheter was repositioned. After the event, the same microcatheter was used with the next devices, and a constant and dedicated saline source was used at all times through the microcatheter. A guidewire was used to exchange the microcatheter and not loose target site. The microcatheter was not re-shaped. There was no adverse event reported and the device was not received for analysis, although it was noted that it would be return for analysis. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 15691391 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. Without the device, the reported event could not be confirmed, and with the available information the event could be procedural related. Additionally, the DHR indicated that the lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. Therefore, no corrective actions will be conducted at this time.

Manufacturer narrative:
During the procedure the orbit rdfl complex fill coil ((B)(4)) was stretched during positioning. No resistance occurred during insertion, advancement, positioning, or removal of the coil delivery system or additional force used to further advance the coil system through the microcatheter. No additional torque or manipulation at any time during use of the coil, and during placement, the coil was not left in the aneurysm, while the microcatheter was repositioned. After the event, the same microcatheter was used with the next devices, and a constant and dedicated saline source was used at all times through the microcatheter. A guidewire was used to exchange the microcatheter and not loose target site. The microcatheter was not re-shaped. There was no adverse event reported and the device will be return for analysis. A non-sterile orbit rdfl complex fill coil was received coiled inside of a plastic bag. The hypotube was inspected and it was found without damage. The introducer was received zipped and it was found without damage. The support coil, gripper and embolic coil were received inside of the introducer. The support coil and gripper were inspected found without damage while the embolic coil was found stretched. The gripper and embolic coil were inspected under microscope; the gripper was found without damage while the embolic coil was found stretched. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The reported failure stretched during placement was confirmed. The cause of the failure experienced by the costumer and the damages found on the device could not be conclusively determined; however neither the analysis nor the DHR suggest that it could be related to the manufacturing process; additionally inspections are in place that prevents these kinds of damages leaving from the facility. Therefore no corrective actions will be taken at this time.